Event description:
The patient's hip was revised due to infection. The surgeon also performed and I & d.

Manufacturer narrative:
Additional devices listed in this report: cat 6260-9-122 22.2 mm, std lfit v40 head lot code 48377001. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An event regarding infection involving an adm liner and v40 head was reported. The event was not confirmed. Method & results: device evaluation and results: the device was not returned for analysis. Medical records received and evaluation: insufficient information was received for review with a clinical consultant. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the reported lot and sterile lot. Conclusions: the exact cause of the event could not be determined because insufficient information was received. Further information such as return of device, pathology report, x-rays, primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. If additional information becomes available, this investigation will be reopened. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control. No action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Manufacturer narrative:
The following devices remained implanted at the time this revision took place. Cat # 6721-0027, lot # 42349305, description: size 0 accolade ii 127 deg; cat # 626-00-38d, lot # 47940701, description: modular dual mobility insert; cat # 502-11-50d, lot # 46922101, description: trident hemispherical cluster hole shell. The event was not confirmed. The device history records for all lots implanted at the time of this event were reviewed and it was indicated that all devices were manufactured and accepted into final stock with no reported discrepancies. Also, a review of the complaint history records indicated that there have been no other events for the reported lots. The exact cause of the event could not be determined because insufficient information was received. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control. There is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
The patient's hip was revised due to infection. The surgeon also performed and I & d.